Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data it was reported that the implant was fractured. Zimvie received one implant, for evaluation (images are attached in the complaint). Visual evaluation was performed, a fracture has been identified on the implants collar. DHR, sterilization, and complaint history review could not be performed, as the subject lot number is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of implant inadequate. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the patient presented for exam and it was found that the implant was fractured - removed implant and placed immediate to replace it. Tooth #19. Infection is also reported. Symptoms as a result of the event: abscess.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data similar complaints for implant infection have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event.